Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and false eri message was delivered. The device's battery icon shows fully charged. Technical support was contacted and the physician will to interrogate the device again and clear the eri message at patient's next follow-up. The patient was in stable condition.